Event description:
The hcp reported the pt was experiencing increased spasticity. The drug used in the pump is compounded baclofen. The pt had a prior revision of the catheter which had been initially successful, however, the pt presented back to the hospital with a sudden worsening of her spasticity. A cathetergram showed an apparent small defect of the catheter in the area of the interspinous ligament, so she was brought to the or for revision. The existing catheter connector was removed as was the existing intrathecal catheter. The catheter was resected to attach to the existing intact catheter going to the pump. After surgery, the pt was returned to the recovery in stable condition. No complications were noted. Add'l f/u with the hcp indicates the pt is doing well and recovering at home with no complaints or problems with her device system.